Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat 90% ostial right coronary artery stenosis and an 80% mid right coronary artery stenosis and heavily calcified and tortuous right coronary artery. The physician selected an integrity 2.25x12mm stent. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. During the procedure the lesion was pre-dilated prior to attempt to implant stent. It was reported that the stent dislodged during removal following failed delivery and was retrieved by snare. It was reported that the physician selected another integrity 2.25x14mm stent to continue the procedure. No damage noted to device packaging. The device was inspected with no issues noted. The lesion was pre-dilated. It was reported that the stent fell off in the aorta and an attempt was made to snare the stent but was unsuccessful.

Manufacturer narrative:
Product analysis: the stent delivery system was returned for evaluation. Crimp impressions were visible on the exposed balloon surface. The distal shaft was kinked 11.3cm distal to the strain relief. There was slight deformation to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.